Manufacturer narrative:
(B)(4).the incident e2515h pencil was not returned to covidien for evaluation. Additionally, the concomitant forcefxc generator was not returned for evaluation.

Event description:
Additional information reported by the site stated an e2515h disposable handswitching pencil was in use during the procedure. The wound was 3rd degree and it was debrided.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was in use during phase 1 of an inner stem procedure when the patient was reportedly burned at the site of the incision. The patient was described as a female in her (B)(6). Additional questions have been asked of the site, but to date, no further information has been provided.